Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided); cause was unknown, bg was addressed via a correction bolus. Tandem technical support attempted to follow up with the customer for further troubleshooting, however the customer did not reply to follow up attempts.